Manufacturer narrative:
(B)(4). The reported field event of premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be within the expected limits. The device was tested on the bench and no anomalies were found. Review of the session records from the field revealed a diagnostics anomaly of inconsistent remaining longevity estimations indicated by the programmer. The cause of the diagnostics anomaly could not be determined.

Event description:
It was reported that premature battery depletion was observed. The device was explanted and replaced. The patient had no symptoms pre or post procedure.